Event description:
The complainant alleged that during a routine shift check by a clinician a "cannot charge" message appears on the display screen. The complainant indicated there was no pt involvement with this reported malfunction.